Event description:
It was reported the physician attempted to place a lead bt the patient's spine had too much calcification to accommodate the lead placement. The procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.